Event description:
A report was received that the patient was having difficulty charging his ipg. Several attempts at troubleshooting were unsuccessful. Analysis of the patient's database revealed evidence of premature battery depletion starting around (B)(6) 2010. This was a typical failure mode following monopolar electrocautery damage. Replacement of the ipg has been recommended.

Manufacturer narrative:
Adverse event and product problem additional information was received that the patient's ipg was replaced and the patient was doing well. The returned product analysis confirmed the complaint of difficulty charging. The explanted ipg passed visual, performance, an electrical and photographic test performed. Additional testing revealed the analog integrated circuit (aic) damage, which resulted in the rapid battery depletion. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic. The use of electrocautery during the surgery prior explant procedure resulted in the reported complaint. Current company labeling warns against the use of monopolar electrocautery (B)(4).

Event description:
A report was received that the pt was having difficulty charging his ipg. Several attempts at troubleshooting were unsuccessful. Analysis of the patient's database revealed evidence fo premature battery depletion starting around (B)(6) 2010. This was a typical failure mode following monopolar electrocautery damage. Replacement of the ipg has been recommended.